Event description:
It was reported by the customer that a pyxis medstation es system failed to display the necessary witness information during the medication removal process. The customer reported that users were unable to remove humalog medications. This resulted in a 15 minutes delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the necessary witness information during the medication removal process failed to display due to software issue. A technical support specialist login to the server remotely to checked the settings specialist found that medication humalog was set up to require a witness on removal adviced user to change the device setting on the server by going to settings>devices>device settings then click on the formulary tab and under "witness required" you will see an option for "remove". The system functioned as intended after the technical support service troubleshooted the device.